Event description:
It is reported that the dressing adhered to the skin surrounding the wound and the pt was in pain and obvious distress as the dressing was removed.

Manufacturer narrative:
The pt had a post operative wound to the left shin after the removal of a melanoma. The wound was described as "very wet". The dressing was applied without compression. Twenty-four (24) hours later, when attempting to change the dressing, the dressing's adhesive border stuck to the skin surrounding the wound. The nurse described the event as if the adhesive boarder and skin had become "as one" and reported that it took a long time to gently remove the dressing. The pt experienced pain as the dressing was removed, however there was no damage to the skin. No medical treatment was required and the product was discontinued. Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. A return sample for eval is not expected and the lot number was not provided. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on 10/22/2014. (B)(4).